Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device stopped working. The problem could not be duplicated. Follow-up attempts to determine if there was patient involvement were unsuccessful.

Event description:
It was reported the device stopped working. The problem could not be duplicated. Follow-up attempts to determine if there was patient involvement were unsuccessful. Further information was later received reporting the device was on a patient when it stopped working, but staff immediately changed out the device for another one. The patient did not suffer any complications as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. The lower case was found to be broke, and the side bail covers, ring cover, side bails, and ring bail were missing.